Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the user noting ¿low insulin / in between insurance switch,¿ and no device alerts or alarms were reported. Symptoms included high blood glucose. Outcomes included no reported hospitalization and no reported long-term impairment. Investigation included attempts to collect additional information from the user. Investigation of this case revealed that the cause and contributing factors could not be determined due to unavailable details, and no device malfunction or component issue was identified from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.